Event description:
Als unit responded to a patient in cardiac arrest. The defibrillator indicated "low battery" after the first defibrillation. The battery was changed and a second shock was administered. The defibrillator screen went blank after the second shock and the unit lost all power. The first responding unit's defibrillator was reattached and used for the remainder of the call. The patient was pronounced dead by the receiving hospital.